Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set tubing got detached from connector event on 05-sept-2024. The infusion set was in use for 1 hour. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.